Event description:
Placed bp cuff on patient to obtain baseline vitals, noted that cuff not inflating, replaced cuff, still not inflating, swapped cables, no inflation, swapped monitor, no inflation, closely assessed cuffs and noted that both had failed adhesive causing the adapter for the cable to separate from the cuff (creating a leak). Both cuffs from the same lot, sequestered all cuffs from that lot, found one from a different lot and set up for procedure.